Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the anchor is broken in half, you can refer the picture attached in the investigation summary tab. This complaint can be confirmed. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A DHR review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2017-10173.

Event description:
The sales rep reported via phone that a rubber dam pushed out of the seal on the 7.0x75mm fully threaded cannula during a rotator cuff procedure. Also a healix advance 4.5 anchor pulled out and broke in the same procedure. No debris in patient, no new bone hole was needed. The case was completed using another like anchor and a competitors cannula. There were no adverse patient consequences or delay. The devices will be returned for evaluation.

Manufacturer narrative:
This follow up medwatch is being filed to correct the date on medwatch-1221934-2017-10251 (initial) from mar 28, 2017 to may 16, 2017.